Event description:
It was reported that the patient experienced erosion of the distal alarm following a posterior repair performed by another physician. The initial physician tried topical estrogen for 6 weeks. The patient had exposed mesh almost immediately. The epithelium above the exposed area was also non-adherent to the mesh. The second physician treating the complication, removed as mush as he could. The area that was non-adherent looked good so he abraided both the posterior epithelium surface and performed a site specific posterior repair and perineorraphy and packed the patient for 24 hours. No further complications or additional information was provided.

Manufacturer narrative:
No sample or lot number information was provided for evaluation and no indication was given that the product failed to perform its intended function. The lot number is unknown; no device history review can be performed. The event description does not suggest that a device failure has occurred. Erosion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter "adverse reactions" that "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fisutla formation, extrusion and recurrence".